Event description:
It was reported that a patient experienced fungal peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by extreme pain. The patient was hospitalized for the peritonitis event. Treatment was unknown. On an unknown date, pd therapy was discontinued and the patient started hemodialysis. On an unknown date the patient was discharged from the hospital and was recovering from the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.